Event description:
We received an allegation of questionable inr results for (1) patient tested with two coaguchek xs plus meters. The patient¿s therapeutic range was 2.0-3.0inr. At 4:23 am, the result from the patient was 4.2inr when tested with the first meter. At 4:31 am, the result from the patient was 1.9inr, when tested with the second meter.

Manufacturer narrative:
The first meter serial number is (B)(6). The second meter serial number is (B)(6). The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.